Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed on (B)(6) 2022. The crash only lasted long enough for the unit to reboot, so it was back up in five minutes. One of the monitor techs was admitting a patient when the system rebooted. A patient was in distress at the time for which they had no strips to document this issue at the time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed on (B)(6) 2022. The crash only lasted long enough for the unit to reboot, so it was back up in five minutes. One of the monitor techs was admitting a patient when the system rebooted. A patient was in distress at the time for which they had no strips to document this issue at the time. No patient harm was reported.

Manufacturer narrative:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) crashed while admitting a patient on (B)(6) 2022, which only lasted long enough for the unit to reboot, so it was back up in five minutes. No patient harm was reported. Investigation summary: the device logs were sent to nihon kohden corporation for analysis. <investigation results> we analyzed the logs and confirmed the restart history at 23:18 on (B)(6) 2022. However, any trace that led to the identification of the cause was not found. We also analyzed the dump file, but we could not find any traces that could identify the cause. <presumed cause> as mentioned above, the cause could not be identified from our analysis. However, we found the history that seems to be an abnormality in the hdd could be confirmed in the log. Therefore, we presumed that the event was caused by the abnormality in the hdd. <actions for the customer> please replace the hdd and set up the os again. This cns was installed on (B)(6) 2018. The service history shows no prior history of spontaneous reboot. At the time of the event, the cns was four years old. There is no history of hard drive replacement. Hard drives are recommended to be replaced every two years or 20,000 hours as part of preventative maintenance. The customer later replaced the hard drives under ticket 156232 on (B)(6) 2022. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed while admitting a patient on (B)(6) /2022, which only lasted long enough for the unit to reboot, so it was back up in five minutes. No patient harm was reported.